Event description:
The pt had a shoulder arthroplasy and the physician chose to use cement. At end of case, an x-ray was taken. Per x-ray report, the radiopaque cement was seen lateral to the humerus within the soft tissue. The pt's daughter reported to the facility that the pt had a painful lump in her arm, that she wanted to get removed. Reportedly, the physician said that it was cement that was left in the arm. Did this event involve an electrophysiology procedure or an attempted electrophysiology procedure? No.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report. This is the same pt/event as MFR.# 9610726-2009-00027. Add'l lot# mjp051.